Event description:
Information was received that a smiths medical fluid warmer emits an air detection alarm continuously, interrupting the infusing of blood products. They were using a pressure bag, along with a different brand's fluid warmer as a substitute.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection found device to be in good physical condition. Functional testing included attaching disposable and powering on device. Device was then connected to air clamp test fixture, and device was able to detect the disposable; device functioned as designed. The reported customer complaint was unable to be confirmed. Device passed all functional and electrical tests. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.